Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. When tested, the device produced an intermittent image and color bars due to a faulty cable unit. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. A conclusive root cause for the reported problem was not identified. Based on the device evaluation and the available information, it was determined the likely cause of the faulty cable unit is attributable to user handling; the cable was likely stressed unexpectedly and the cable unit broken. As stated in the instructions for use, as a preventive measure, "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable."

Event description:
A user facility reported to olympus that the device produced a degraded image. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.